Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer reported issues with the belt clip and infusion set. No further info reported.